Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. Troubleshooting was performed, and the displacement test passed. Assisted the caller to prime manually, and the alarm did not recur. Performed the self test and passed. Advised that the insulin pump will be replaced and revert to back up plan. The mother mentioned that the customer was hospitalized earlier due to diabetes ketoacidosis and high blood glucose of 556mg/dl, but it has dropped to 248mg/dl at time of call. The mother stated that the customer was admitted for two days until her blood glucose was on a constant level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.